Manufacturer narrative:
The sample was received and investigated by quest medical. The leaking was confirmed at the point where the tubing and bushing meet. The suspected root cause of the leak was inferred to be insufficient solvent bonding. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
It was reported to quest medical of an alleged leaking in an mps 3 delivery set at the start of surgery. After the dose, the delivery line was replaced with another kit. It was confirmed that there were no patient complications.